Manufacturer narrative:
The device was not returned to any of olympus locations. Therefore, olympus could not investigate the device. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus. However, there is a possibility that the internal water came out vigorously due to the pressure when installing the filter tube in the process of disinfecting the water supply piping, since the internal pressure became high due to not draining or bleeding the water filter. In addition, from the information provided, it is possible that the water supply piping could not be properly disinfected due to the wrong reprocessing method at the user facility. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the medical staff's face was splashed with water from the filter tube while preparing to disinfect the water supply piping. This event occurred when the filter tube was connected to the water filter connector after replacing the water filter. At this time, disinfection of the water supply piping had not started, and there was no disinfectant in the water supply piping. The liquid on the staff's face did not smell like acecide disinfectant. The staff then washed his/her face thoroughly. In addition, the user did not drain the water inside the water filter housing during the process of disinfecting the water supply piping, and the concentration of disinfectant may have diminished. The user facility misunderstood the process of disinfecting the water supply piping, and until now, after replacing the water filter, the water supply piping was disinfected without draining the water inside the water filter housing. There was no report of patient injury associated with the event.